Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device status unknown.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). The event of capsular contracture unknown baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.